Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00896 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and foot switch were used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, energy delivery ceased in the monopolar "coag" mode, but neither the "pad fault" nor the "system fault" lights were illuminated. The grounding pad, active cord, and polypectomy snare were all replaced, which did not resolve the issue; therefore, the physician opted to complete the procedure using a different endostat iii electrosurgical unit and foot switch. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years.the complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.